Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed the investigation. The failure analysis investigation confirmed the customer reported complaint of "cable is broken at tip". The instrument was found to have a loose grip cable with no visibly broken cable at the wrist. The grip input spun freely without corresponding output motion the distal end, suggesting a failure at the backend. The housing was removed and the grip cable was found to be broken at the clamping pulley. Failure analysis found the primary failure of a broken grip cable at the proximal end of the instrument to be related to the customer reported complaint. Root cause of a broken grip cable ¿ proximal is a component failure. Additional observation: the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Failure analysis found the additional failure of a dislodged conductor wire to not be related to the customer reported complaint. Root cause of a dislodged conductor wire is a component failure. Additional observation: the instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermal induced rather than mechanically induced. Root cause is attributed to user mishandling and misuse. Failure analysis found the additional failure of thermal damage to the bipolar yaw pulley to not be related to the customer reported complaint. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the instrument log (attached) for fenestrated bipolar forceps was (part 471205-17/n10210104) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 on system sk0082, with 2 lives remaining. This complaint remains a reportable event due to the following conclusion: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps cable is broken at the tip. The procedure was completed with no reported injury. An attempt was made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.